Event description:
It was reported that during an ion lung biopsy procedure, the patient developed a pneumothorax requiring chest tube placement. There was difficulty navigating to the lesion and there was significant CT to body divergence. The physician advanced a needle to the target nodule, passing through the pleura, which resulted in the pneumothorax. It is unclear if the physician passed the needle through the pleura on purpose or by accident. The ion procedure was completed with no delays. There is no allegation of malfunction of the ion system, instruments, or accessories associated with this event. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the procedure that was relevant to the reported event.